Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon burst occurred. The 70% stenosed lesion was located in the non-calcified and non-tortuous diagonal artery. The lesion length was approx 33mm and the diameter was 3.5-5mm. The denovo lesion was concentric in shape. The physician did not pre-dilate the lesion. Another MFR's stent was placed in the diagonal and the 15 x 2.0mm maverick2 monorail ptca catheter was used to post-dilate the stent. The physician inflated the maverick balloon once to 10 atms and removed the device from the pt. Once the balloon was removed outside the pt, the physician noted that the balloon had burst. Angiography was conducted and it was noted that the stent was well apposed to the vessel wall. A second stent was placed in the left main and left anterior descending artery. No pt complications were noted.